Event description:
It was reported that the device got separated. The 99% stenosed target lesion was located in the right coronary artery (rca). A 6f mach 1 catheter-guide was selected for use. During the procedure, a resistance was felt, and the catheter could not be advanced to the desired position. Eventually the catheter got separated in the ostium of distal rca. The procedure was completed with another of same device. No patient complications were reported.